Event description:
It was reported that during a device interrogation the programmer screen suddenly "turned black" and showed a "serious" programmer error message. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) numerous data drive corruption errors found.